Manufacturer narrative:
Date sent to the FDA: 09/05/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and meshes and ams in-fast ultra kit were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and meshes were implanted along with concurrent hysterectomy, bso, modified mccall culdoplasty, correction of cystocele, rectocele enterocele and extensive perineoplasty due to uterovaginal prolapse, mixed urine incontinence with intrinsic sphincter deficiency, detrusor overactivity with motor/urge incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia, and perineorrhaphy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.